Event description:
Caregiver stated patient had been experiencing side effect of some pain in her stomach. Caregiver also reported pqc with 3 sterile waters for injection, 2 sterile waters did not have enough liquid to transfer to vial to dilute medication, and 1 sterile water was not able to be successfully transferred to vial and there was a related issue with the reconstitution needle.

Manufacturer narrative:
Lot number was not provided. Patient contact was not provided and patient did not consent follow up to health care provider. Market surveillance is working to obtain additional information. Additional information is being obtained and investigation is pending.

Event description:
Caregiver stated patient had been experiencing side effect of some pain in her stomach. Caregiver also reported pqc with 3 sterile waters for injection, 2 sterile waters did not have enough liquid to transfer to vial to dilute medication, and 1 sterile water was not able to be successfully transferred to vial and there was a related issue with the reconstitution needle. Additional information received on 10/16/2025: patient kit lot #av25017aa. The patient did not miss a dose. No injuries were mentioned. The samples were disposed of.

Manufacturer narrative:
A device history record review was completed for lot numbers 4178896 and 3320231. The review did not identify any abnormalities during the production process that could have contributed to the reported defect, and all quality tests were within specification. As the sample was not available for return, a detailed investigation could not be performed. Based on the available information, the exact cause of this incident could not be determined.

Event description:
Caregiver stated patient had been experiencing side effect of some pain in her stomach. Caregiver also reported pqc with 3 sterile waters for injection, 2 sterile waters did not have enough liquid to transfer to vial to dilute medication, and 1 sterile water was not able to be successfully transferred to vial and there was a related issue with the reconstitution needle. Additional information received on 10/16/2025: patient kit lot #av25017aa. The patient did not miss a dose. No injuries were mentioned. The samples were disposed of.

Manufacturer narrative:
Investigation is pending from the contract manufacturing organization. B.5 #additional information received. C.1 #lot number updated. C.6 #expiration date is updated.